Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31104765l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent a svt (supraventricular tachycardia) cardiac ablation procedure utilizing a thermocool smarttouch sf ablation catheter, and the patient cardiac tamponade and required pericardiocentesis and hospitalization. It was reported the medical team were trying to find a "different approach" to go transeptal (not performed) and saw a pericardial effusion via soundstar ice (intracardiac echocardiography) catheter. Pericardiocentesis was performed on the patient and "5 syringes" of fluid was removed from the patient. Patient has fully recovered. The physician¿s opinion was that the cause of the adverse event was the procedure. The physician stated that they believe that when they were doing some burns in the cs (coronary sinus) that that may have been when the injury was received by the patient. Correct settings were utilized and no errors were observed on the equipment during the procedure.